Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified .as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in line) occurred on the homechoice device during peritoneal dialysis therapy. The home patient informed the technical service representative (tsr) that the alarm occurred the previous night. The tsr could not troubleshoot as the machine was not set up at the time of the call and the patient was unable to answer any questions. The tsr explained the alarm and advised the patient to contact the technical service center when the alarm occurs. The patient planned to complete the therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.